Manufacturer narrative:
The reported event of the difficulty loosening the ventricular setscrew was not confirmed. Analysis could not be performed to confirm the cause of the problem because the ventricular setscrew was pulled out of the device through the septum by the surgeon and then lost it. The problem cannot be analyzed without the setscrew.

Event description:
It was reported, during an unknown procedure, it was difficult to loosen the set screw on the device header. Additional information has been requested but not yet received. The patient was stable.